Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. The patient experienced a hypoglycemic event due to a failure to alert for low blood sugar levels. The event happened around 6:30am. On the day of the event, the cgm reading was 139 mg/dl and the patient self-treated with 7 units of novolog and 38 units of lantus. After the self-treatment the patient drove to mc donald¿s to get something to eat, which was about half a mile away from his house. At mc donald¿s the patient got a sandwich and a coffee and continued to drive to the veterans affairs (va) hospital. At an unknown time after the patient had left from mc donald´s, the patient had a car accident. The patient confirmed that the car accident was caused by hypoglycemia and that he had no clear memory of the event. The patient recalls hitting something but was already very disoriented at that point. The patient does not remember if the dexcom device was malfunctioning at the time of the event but does not remember hearing any alert that the cgm reading was going low. Patient stated, ¿it might have gone off, I do not remember¿, ¿I do not remember getting anything¿. The low alert was set to 80 mg/dl. The patient confirmed that before the accident he ate the sandwich but had not yet drank the coffee. When the paramedics arrived at the scene, the patient was given glucose gel. At an unknown time, when the patient already had regained consciousness, the blood glucose reading was 49 mg/dl. The patient was brought to the hospital and even though no treatment was reported, the patient ¿was there the bigger part if the day¿. At the time of the report, the patient had recovered and did not mention having suffered any injuries from the accident. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.